Event description:
A fire dept emergency team was attempting the cardioresuscitation of a pt. The pt's age, sex, and relevant medical history are unknown to the MFR. The emergency team opened a package of electrode pads and noticed that they appeared to be discolored and watery. The pads were attached to the pt. The defibrillator was turned on and a "check paddle" message appeared. According to the report, this message appears on the defibrillator when the impedance including electrodes and pt exceeds about 270 ohm. When this message appears, defibrillation is not possible. The pads were reattached and the cabling between the pads and the defibrillator was checked. After several attempts the error message disappeared. The pt was able to be shocked once and the error message reappeared. Again the pads were reattached and the cabling was rechecked. The "check paddle" message remained. Upon arrival at the hosp, several shocks were administered with another type of defibrillator. The pt was pronounced at the hosp.